Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter was reading inaccurately high results compared to a calibrated lab draw. The patient reported obtaining a blood glucose value of "104mg/dl" on the lab draw. However the reading on the lfs meter was not reported. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=20mg/dl or <=20% obtained within 30 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.